Manufacturer narrative:
Concomitant medical products: evproplus-26us valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced potential peri-cardiac arrest. It was also reported that the right ventricular (rv) lead exhibited possible under-sensing versus ventricular beats falling in blanking period, possibly affecting ventricular pacing/capture and a decline in r-wave measurements on lead trends. The rv lead remains in use. No further patient complications have been reported as a result of this event.